Event description:
Pt's pump continues to read hi pressure and alarm. Will not clear. PICC line flushes without difficulty. Pump continues to alarm hi pressure and will not infuse-even with a tubing change or without tubing in the pump.